Event description:
Approx 10:00 a.m., pt was being transferred from bed to chair, via lift. Sling gradually slipped out from under pt; employees performing transfer stated they were unable to prevent the pt's slipping. Employees report using standard size canvas sling pad for transfer. Employees stated they helped pt bear her weight to lower her to floor; right ear caught on lift causing skin tear. Passive range of motion to extremities done with no injury noted. At 4:20 p.m., pt was diaphoretic/pale, required o2, then resolved. On 4/10/97, pt showed discomfort when right leg was moved, and other signs/symptoms of pain. X-ray done, with right inter-trochantic displacement noted, transferred to hospital. On 4/20/97, facility received notification of death at hospital.